Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the lead positions and vectors led to diaphragmatic stimulation that were not tolerable to the patient. The lead was capped and replaced. No further patient complications have been reported as a result of this event.